Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. Mapping was completed with an orion catheter and a non-boston scientific sheath, then they were removed and the faradrive sheath was inserted. Upon aspiration after removing the dilator and guidewire air was sucked out of the sheath. Air bubbles were observed from the stopcock to the aspiration syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to contamination.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.